Manufacturer narrative:
Concomitant medical products: product ID wr9220, serial#: unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated the site where the battery is located has been hurting. They thought it could be moving around in the pocket site. They said the battery rotates.  They almost feel like it shocked them down their leg. The last time they had an MRI they had the stimulator shut off but during the MRI itself, they could feel it going up and down both sides from where the battery was and across to where the leads go, from the right side down. It's painful when they charge their implant as well. This issue started a few months ago. They also have a hard time connecting the handset and the communicator to the implant. This started around the same time. Yesterday they noticed it was taking a really long time to charge their implant, it took two hours just to get it charged to 20%.  They had excellent connection the entire time.  However, it ke pt shocking them and it hurt. The patient was redirected to their healthcare provider to further address the issue. It was recommended the patient turn stim off for the time being until having it checked but they would rather leave it on than deal with interstitial cystitis (ic) pain. The patient mentioned unrelated medical history which included having a bulging disk and pinched nerves in their lower back.